Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("migrated and imbedded itself on the left-hand side of the uterus"), device expulsion ("migrated and imbedded itself on the left-hand side of the uterus") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff had no history of suffering severe migraines prior to undergoing the implantation of essure. In (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), menometrorrhagia ("irregular and prolonged menstruation"), dyspareunia ("painful intercourse"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), abdominal distension ("bloating") and migraine ("severe migraines"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), ovarian cyst ("cysts on her ovaries") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (on (B)(6) 2017, plaintiff underwent a partial hysterectomy to have essure removed). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, device expulsion, genital haemorrhage, menometrorrhagia, dyspareunia, abdominal pain, abdominal pain lower, abdominal distension, migraine, ovarian cyst and uterine leiomyoma outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, device expulsion, dyspareunia, embedded device, genital haemorrhage, menometrorrhagia, migraine, ovarian cyst and uterine leiomyoma to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("left coil had migrated into her uterus/ migrated and imbedded itself on the left-hand side of the uterus"), device expulsion ("migrated and imbedded itself on the left-hand side of the uterus"), uterine haemorrhage ("abnormal uterine bleeding"), uterine inflammation ("uterus were badly inflamed"), salpingitis ("fallopian tubes were badly inflamed") and genital haemorrhage ("heavy bleeding") in a 29-year-old female patient who had essure (batch no. B02262) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2, d & c, nonsteroidal anti-inflammatory analgesic supportive therapy and cystoscopy. Plaintiff had no history of suffering severe migraines prior to undergoing the implantation of essure. Concurrent conditions included anesthesia, ovarian pain, menstruation abnormal, gravida, dysmenorrhea, menorrhagia, endometrial polyp, fibroids, cervical dysplasia, wound infection and bladder injury. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), menometrorrhagia ("irregular and prolonged menstruation"), dyspareunia ("painful intercourse"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), migraine ("severe migraines"), pelvic pain ("severe pelvic pain (sharp and stabbing)") and vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), uterine inflammation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), ovarian cyst ("cysts on her ovaries") and uterine leiomyoma ("fibroids"). The patient was treated with normensal (ovcon), surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2017. In 2017, the pelvic pain and vulvovaginal pain had resolved. At the time of the report, the embedded device, device expulsion, uterine haemorrhage, genital haemorrhage, menometrorrhagia, dyspareunia, abdominal pain, abdominal pain lower, abdominal distension, migraine, ovarian cyst and uterine leiomyoma outcome was unknown and the uterine inflammation and salpingitis had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, device expulsion, dyspareunia, embedded device, genital haemorrhage, menometrorrhagia, migraine, ovarian cyst, pelvic pain, salpingitis, uterine inflammation, uterine leiomyoma and vulvovaginal pain to be related to essure. The reporter commented: there were no coil seen on the right at the right tubal ostia on in-office hysteroscopy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 72.8 kg/sqm. Concerning the injuries reported in this case, the following one/ones were reported via medical record abnormal uterine bleeding was added and events pain during intercourse, ovarian cyst, pelvic pain, dyspareunia, abdominal pain, uterine fibroids confirmed. Quality-safety evaluation of ptc: unconfirmed quality defect most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("left coil had migrated into her uterus/ migrated and imbedded itself on the left-hand side of the uterus"), device expulsion ("migrated and imbedded itself on the left-hand side of the uterus"), uterine haemorrhage ("abnormal uterine bleeding"), uterine inflammation ("uterus were badly inflamed"), salpingitis ("fallopian tubes were badly inflamed") and genital haemorrhage ("heavy bleeding") in a 29-year-old female patient who had essure (batch no. B02262) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's past medical history included gravida ii, parity 2, d & c, nonsteroidal anti-inflammatory analgesic supportive therapy and cystoscopy. Plaintiff had no history of suffering severe migraines prior to undergoing the implantation of essure. Concurrent conditions included anesthesia, ovarian pain, menstruation abnormal, gravida, dysmenorrhea, menorrhagia, endometrial polyp, fibroids, cervical dysplasia, wound infection and bladder injury. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), menometrorrhagia ("irregular and prolonged menstruation"), dyspareunia ("painful intercourse"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), migraine ("severe migraines"), pelvic pain ("severe pelvic pain (sharp and stabbing)") and vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), uterine inflammation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), ovarian cyst ("cysts on her ovaries") and uterine leiomyoma ("fibroids"). The patient was treated with normensal (ovcon), surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy), surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy), surgery (hysterectomy) and surgery (hysterectomy). Essure was removed on (B)(6) 2017. In 2017, the pelvic pain and vulvovaginal pain had resolved. At the time of the report, the embedded device, device expulsion, uterine haemorrhage, genital haemorrhage, menometrorrhagia, dyspareunia, abdominal pain, abdominal pain lower, migraine, ovarian cyst and uterine leiomyoma outcome was unknown and the uterine inflammation, salpingitis and abdominal distension had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, device expulsion, dyspareunia, embedded device, genital haemorrhage, menometrorrhagia, migraine, ovarian cyst, pelvic pain, salpingitis, uterine inflammation, uterine leiomyoma and vulvovaginal pain to be related to essure. The reporter commented: there were no coil seen on the right at the right tubal ostia on in-office hysteroscopy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 72.8 kg/sqm. Concerning the injuries reported in this case, the following one/ones were reported via medical record abnormal uterine bleeding was added and events pain during intercourse, ovarian cyst, pelvic pain, dyspareunia, abdominal pain, uterine fibroids confirmed. Quality-safety evaluation of ptc: unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 23-mar-2018: pfs received: the event essure confirmation not done added. Event outcome and reporter added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("left coil had migrated into her uterus/ migrated and imbedded itself on the left-hand side of the uterus"), device expulsion ("migrated and imbedded itself on the left-hand side of the uterus"), uterine haemorrhage ("abnormal uterine bleeding"), uterine inflammation ("uterus were badly inflamed"), salpingitis ("fallopian tubes were badly inflamed") and genital haemorrhage ("heavy bleeding") in a (B)(6) year-old female patient who had essure (batch no. Bd2262) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2, d & c, nonsteroidal anti-inflammatory analgesic supportive therapy and cystoscopy. Plaintiff had no history of suffering severe migraines prior to undergoing the implantation of essure. Concurrent conditions included anesthesia, ovarian pain, menstruation abnormal, vaginal delivery, dysmenorrhea, menorrhagia, endometrial polyp, fibroids, cervical dysplasia, wound infection and bladder disorder nos. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), menometrorrhagia ("irregular and prolonged menstruation"), dyspareunia ("painful intercourse"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), migraine ("severe migraines"), pelvic pain ("severe pelvic pain (sharp and stabbing)") and vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), uterine inflammation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), ovarian cyst ("cysts on her ovaries") and uterine leiomyoma ("fibroids"). The patient was treated with normensal (ovcon), surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy), surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy), surgery (hysterectomy) and surgery (hysterectomy). Essure was removed on (B)(6) 2017. In 2017, the pelvic pain and vulvovaginal pain had resolved. At the time of the report, the embedded device, device expulsion, genital haemorrhage, menometrorrhagia, dyspareunia, abdominal pain, abdominal pain lower, abdominal distension, migraine, ovarian cyst and uterine leiomyoma outcome was unknown and the uterine inflammation and salpingitis had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, device expulsion, dyspareunia, embedded device, genital haemorrhage, menometrorrhagia, migraine, ovarian cyst, pelvic pain, salpingitis, uterine inflammation, uterine leiomyoma and vulvovaginal pain to be related to essure. The reporter commented: there were no coil seen on the right at the right tubal ostia on in-office hysteroscopy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 72.8 kg/sqm. Concerning the injuries reported in this case, the following one/ones were reported via medical record abnormal uterine bleeding was added and events pain during intercourse, ovarian cyst, pelvic pain, dyspareunia, abdominal pain, uterine fibroids confirmed. Most recent follow-up information incorporated above includes: on 5-feb-2018: medical records was received- all relevant medical history, concomitant medication, lab test were added and events abnormal uterine bleeding was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left coil had migrated into her uterus/ migrated and imbedded itself on the left-hand side of the uterus'), device expulsion ('migrated and imbedded itself on the left-hand side of the uterus'), uterine haemorrhage ('abnormal uterine bleeding'), uterine inflammation ('uterus were badly inflamed') and salpingitis ('fallopian tubes were badly inflamed') in a 29-year-old female patient who had essure (batch no. B02262) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included gravida ii, parity 2, d & c, nonsteroidal anti-inflammatory analgesic supportive therapy and cystoscopy. Plaintiff had no history of suffering severe migraines prior to undergoing the implantation of essure. Concurrent conditions included anesthesia, ovarian pain, menstruation abnormal, gravida, dysmenorrhea, menorrhagia, endometrial polyp, fibroids, cervical dysplasia, wound infection and bladder injury. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced genital haemorrhage ("heavy bleeding"), menometrorrhagia ("irregular and prolonged menstruation"), dyspareunia ("painful intercourse"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), migraine ("severe migraines"), pelvic pain ("severe pelvic pain (sharp and stabbing)") and vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), uterine inflammation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), ovarian cyst ("cysts on her ovaries"), dysmenorrhoea ("cramping/unusual periods") and menstrual disorder ("unusual periods") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with ethinylestradiol;norethisterone (ovcon) and surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy and hysterectomy). Essure was removed on (B)(6) 2017. In 2017, the pelvic pain and vulvovaginal pain had resolved. At the time of the report, the embedded device, device expulsion, uterine haemorrhage, genital haemorrhage, menometrorrhagia, dyspareunia, abdominal pain, abdominal pain lower, migraine, ovarian cyst, uterine leiomyoma, dysmenorrhoea and menstrual disorder outcome was unknown and the uterine inflammation, salpingitis and abdominal distension had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, device expulsion, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, menometrorrhagia, menstrual disorder, migraine, ovarian cyst, pelvic pain, salpingitis, uterine inflammation, uterine leiomyoma and vulvovaginal pain to be related to essure. The reporter commented: there were no coil seen on the right at the right tubal ostia on in-office hysteroscopy. There were two coils left in the endometrial cavity. The right side with only one coil left outside of ostia discrepancy in date of insertion as (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 72.8 kg/sqm. Concerning the injuries reported in this case, the following one/ones were reported via medical record abnormal uterine bleeding was added and events pain during intercourse, ovarian cyst, pelvic pain, dyspareunia, abdominal pain, uterine fibroids confirmed. Quality-safety evaluation of ptc: unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 14-oct-2020: pif received: events added: cramping/unusual periods. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left coil had migrated into her uterus/ migrated and imbedded itself on the left-hand side of the uterus'), device expulsion ('migrated and imbedded itself on the left-hand side of the uterus'), uterine haemorrhage ('abnormal uterine bleeding'), uterine inflammation ('uterus were badly inflamed') and salpingitis ('fallopian tubes were badly inflamed') in a 29-year-old female patient who had essure (batch no. Bd2262-inv ,b02262) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included gravida ii, parity 2, d & c, nonsteroidal anti-inflammatory analgesic supportive therapy and cystoscopy. Plaintiff had no history of suffering severe migraines prior to undergoing the implantation of essure. Concurrent conditions included anesthesia, ovarian pain, menstruation abnormal, gravida, dysmenorrhea, menorrhagia, endometrial polyp, fibroids, cervical dysplasia, wound infection and bladder injury. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced genital haemorrhage ("heavy bleeding"), menometrorrhagia ("irregular and prolonged menstruation"), dyspareunia ("painful intercourse"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), migraine ("severe migraines"), pelvic pain ("severe pelvic pain (sharp and stabbing)") and vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), uterine inflammation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), ovarian cyst ("cysts on her ovaries"), dysmenorrhoea ("cramping/unusual periods") and menstrual disorder ("unusual periods") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with ethinylestradiol;norethisterone (ovcon) and surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy and hysterectomy). Essure was removed on (B)(6) 2017. In 2017, the pelvic pain and vulvovaginal pain had resolved. At the time of the report, the embedded device, device expulsion, uterine haemorrhage, genital haemorrhage, menometrorrhagia, dyspareunia, abdominal pain, abdominal pain lower, migraine, ovarian cyst, uterine leiomyoma, dysmenorrhoea and menstrual disorder outcome was unknown and the uterine inflammation, salpingitis and abdominal distension had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, device expulsion, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, menometrorrhagia, menstrual disorder, migraine, ovarian cyst, pelvic pain, salpingitis, uterine inflammation, uterine leiomyoma and vulvovaginal pain to be related to essure. The reporter commented: there were no coil seen on the right at the right tubal ostia on in-office hysteroscopy. There were two coils left in the endometrial cavity. The right side with only one coil left outside of ostia discrepancy in date of insertion as (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 72.8 kg/sqm. Concerning the injuries reported in this case, the following one/ones were reported via medical record abnormal uterine bleeding was added and events pain during intercourse, ovarian cyst, pelvic pain, dyspareunia, abdominal pain, uterine fibroids confirmed. Lot reported: bd2262 is not valid. Lot number: b02262 manufacturing date: 2013-02 expiration date: 2016-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-oct-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("left coil had migrated into her uterus/ migrated and imbedded itself on the left-hand side of the uterus"), device expulsion ("migrated and imbedded itself on the left-hand side of the uterus"), uterine inflammation ("uterus were badly inflamed"), salpingitis ("fallopian tubes were badly inflamed") and genital haemorrhage ("heavy bleeding") in a (B)(6) year-old female patient who had essure (batch no. Bd2262) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff had no history of suffering severe migraines prior to undergoing the implantation of essure. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), menometrorrhagia ("irregular and prolonged menstruation"), dyspareunia ("painful intercourse"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), migraine ("severe migraines"), pelvic pain ("severe pelvic pain (sharp and stabbing)") and vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), uterine inflammation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), ovarian cyst ("cysts on her ovaries") and uterine leiomyoma ("fibroids"). The patient was treated with normensal (ovcon), surgery (on (B)(6) 2017, plaintiff underwent a partial hysterectomy to have essure removed). Essure was removed on (B)(6) 2017. In 2017, the pelvic pain and vulvovaginal pain had resolved. At the time of the report, the embedded device, device expulsion, genital haemorrhage, menometrorrhagia, dyspareunia, abdominal pain, abdominal pain lower, abdominal distension, migraine, ovarian cyst and uterine leiomyoma outcome was unknown and the uterine inflammation and salpingitis had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, device expulsion, dyspareunia, embedded device, genital haemorrhage, menometrorrhagia, migraine, ovarian cyst, pelvic pain, salpingitis, uterine inflammation, uterine leiomyoma and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 72.8 kg/sqm. Most recent follow-up information incorporated above includes: on 08-jan-2018: plaintiff fact sheet documents received, new reporter information, patient demographic information, product indication and lot number bd2262 updated, essure start date, new events, severe pelvic pain sharp and stabbing, fallopian tubes and uterus were badly inflamed and vaginal pain were added. Left coil had migrated into her uterus (was merged to the previous reported event: migrated and imbedded itself on the left-hand side of the uterus). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.